Event description:
The device was returned for service. During service by baxter, a broken door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 28 2007. The facility representative reported "bad door". Information was not provided regarding whether or not the problem occurred duing a patient infusion. A baxter service technician evaluated the pump and found a broken door assembly. The reported condition of a bad door was confirmed due to a broken door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.